Manufacturer narrative:
(B)(4): eval summary - the analysis results for the mcm20 instrument confirmed that it was returned non-functional. The clip was incorrectly loaded into the clip track; therefore the remaining clips would not be fed into the jaws. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a CABG procedure, the clips got block in the mechanism during application. They opened a new instrument. Instrument being returned for analysis. There was no pt consequences.